Manufacturer narrative:
The complaint for inability to charge ipg was confirmed. The ipg was able to communicate with a patient programmer. However, the ipg would not charge with the lab charging system. Analysis revealed that the inability to charge was isolated to a mosfet transistor, component q19. Since the patient was unable to charge the ipg, the ipg battery voltage fell below the minimum voltage required for stimulation output. The DHR review confirmed that device met manufacturing requirements prior to shipment per applicable procedures and no reworks on unit.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable and no longer getting therapy. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced, which addressed the issue.